Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During a routine check it was noted that the needle guard came off on one device. The device was stored in it's single pack inside the ez-io bag. The needle had still not protruded the packaging.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 12/2019 and is approximately 1.5 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
During a routine check it was noted that the needle guard came off on one device. The device was stored in it's single pack inside the ez-io bag. The needle had still not protruded the packaging.